Manufacturer narrative:
Approximate age of device- serial number was not provided. Age of device cannot be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was a tear in black power lead of the system controller as well as a tear on the modular cable with orange discoloration at cable connector. The system controller was discarded. The log file was reviewed by the manufacturer's investigator and it showed that the patient accidentally switched and incorrectly connected the black and white cable while connecting to the mobile power unit. The device alarmed appropriately. No further information was reported.